Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous right popliteal artery. The sterling es otw 1.5mm x 20mm x 142cm balloon was being used for pre-dilatation. On the first inflation the balloon ruptured at an unknown atmosphere. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.